Event description:
It was reported to boston scientific corporation that a flexima plus was used during an endoscopic biliary drainage procedure in the hepatic portal performed on (B)(6) 2019. According to the complainant, during the procedure, two flexima plus biliary stents were placed in the hepatic portal stenosis. The first stent was placed as planned. During insertion of the second stent, the stent began to prematurely deploy from the delivery system. The stent was placed successfully. However, the suture was noted to have detached during stent placement. A photo of the complaint device was provided and showed the proximal end of the guide catheter was detached while the rest of the guide catheter appeared to have remained within the push catheter. The device photo also shows the push catheter suture hole was torn. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4,h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1069 has been selected to address the reportable event of guide catheter break. Block h10: a flexima plus delivery system was returned for analysis. Visual evaluation of the flexima plus delivery system was performed, no issues were found to along of the device; consequently, not confirming the reported complaint. The suture and suture hole did not present any visual damage or abnormalities. The stent was not returned for analysis. It should be noted that the device returned for analysis does not appear to match with the complaint device shown in the photos provided for this complaint. Therefore the most probable root cause for this event is 'no problem detected' since the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event. A review of the device history record (DHR) was performed, no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus was used during an endoscopic biliary drainage procedure in the hepatic portal performed on (B)(6) 2019. According to the complainant, during the procedure, two flexima plus biliary stents were placed in the hepatic portal stenosis. The first stent was placed as planned. During insertion of the second stent, the stent began to prematurely deploy from the delivery system. The stent was placed successfully. However, the suture was note to have detached during stent placement. A photo of the complaint device was provided and showed the proximal end of the guide catheter was detached while the rest of the guide catheter appeared to have remained within the push catheter. The device photo also shows the push catheter suture hole was torn. There were no patient complications reported as a result of this event.